Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized due high blood glucose on (B)(6) 2020 with unknown blood glucose. The customer¿s blood glucose level was over 500 mg/dl. The customer was in emergency room due to urinary tract infection. The customer¿s husband reported that the insulin pump not delivering insulin properly. The troubleshooting declined for bent cannula. It was reported that the drive support cap was normal. The device will not be returned for the analysis.